Manufacturer narrative:
The wife reported that the end user was ambulating in (B)(6) with the cane and fell onto carpeting. He was later diagnosed with bilateral hairline tibial fractures and a torn left acl. The incident had not previously been reported to us. The incident was not witnessed and due to the end user's aphasia, the exact details of the incident are not clear. It is not known if the cane caused or contributed to the fall. The wife indicated that the cane twisted but it is not known if the cane twisted before or as a result of the fall. The location of the reported twist is not known. As a result of the twisting, one of the height adjustment holes for the detent button apparently is elongated and is clicking during use. The end user has continued to use the device with the clicking since the incident in (B)(6). The sample was not returned for eval and no photos were sent. We have not confirmed the issue or identified a root cause.

Event description:
End user fell while ambulating with the cane. He suffered bilateral tibial fractures and a torn left acl.